Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak from the connection between the adp luer lock connector and the baxter solution bag during dwell 3 of 4 of pd treatment. The patient reported receiving air detected in cassette alarm during dwell (unknown cycle). It is unknown at which point in therapy the leak may have begun. The source of the leak is the disconnection between the connector and the baxter solution bag. There was no fluid leak observed within the cycler. The patient was advised to resetup supplies and notify the peritoneal dialysis registered nurse (pdrn). Upon follow up, the patient clarified that the likely cause of the disconnection and fluid leak were due to her overtightening the connection. The patient reported that treatment was not completed. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The set used by the patient was discarded and there were no further sets remaining from that order. She is unsure which order they were from and is unable to provide a lot number.